Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt) secondary to complete thrombosis of the inferior vena cava (ivc) filter, resulting in hospitalization, thrombo-embolectomy, angioplasty and stenting of the ivc. Additional information received indicated that the patient attributed the filter placement to dvt. The patient reports a caval iliofemoral distal deep venous thrombosis with right lower extremity phlegmasia ab dolens, angioplasty and stenting of the filter, as well as thrombosis of the filter. The patient also reports to experience anxiety related to the device. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Phlegmasia alba dolens is an uncommon severe form of deep vein thrombosis (dvt) resulting from extensive thrombotic occlusion. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Rather, patient and pharmacological factors may have contributed to these events. Anxiety does not represent a device malfunction and may be related to the patient¿s medical history. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6)2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, deep vein thrombosis (dvt) secondary to complete thrombosis of the inferior vena cava (ivc) filter, resulting in hospitalization, thromboembolectomy, angioplasty and stenting of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates the patient continues to experience anxiety related to the device. According to the information received in the phase two discovery form, the patient attributes the medical condition of dvt for the reason of why the ivc filter was implanted. The patient reports a caval iliofemoral distal deep venous thrombosis with right lower extremity phlegmasia ab dolens, angioplasty and stenting of the filter, as well as thrombosis of the filter. According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately one year and four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, perforation of filter strut(s) into organs, migration of fractured strut(s), tilt, embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved, and phlegmasia alba dolens. No filter retrieval attempt has been documented. The patient also reports dvt secondary to complete thrombosis of the ivc filter resulting in hospitalization, thromboembolectomy, angioplasty, and stenting of the ivc. The filter has fractured and is missing some of its right sided struts. The anterior struts contact the posterior wall of the transverse duodenum. Approximately five years and four months post initial implant, the patient underwent an abdominal computerized tomography (CT) scan for ivc filter protocol with a history of inferior vena cava injury. The study revealed an ivc stent at the level of the renal veins and an ivc filter embedded within the ivc stent. The ivc filter is missing some of its right-sided struts. All the ivc filter struts extend beyond the wall of the inferior vena cava, and the anterior struts abuts the posterior wall of the transverse duodenum. Other findings included minimal subsegmental dependent atelectasis at the lung bases, trace pericardial fluid, calcified coronary artery disease, diffuse pancreatic atrophy, left renal cyst measuring 2.1 cm. And diffuse osteopenia.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Medical history includes dvt. The indication for filter placement and details of insertion are not available. The filter subsequently malfunctioned and caused injury including deep vein thrombosis (dvt), thrombosis of the inferior vena cava (ivc) filter, leading to thromboembolectomy, angioplasty and stenting of the ivc. Per the patient profile from (ppf), the patient reports fracture, perforation of filter strut(s) into organs, migration of fractured strut(s), tilt, embedded in wall of the ivc, dvt, blood clots, clotting, and/or thrombotic occlusion of the ivc, device is unable to be retrieved, and phlegmasia alba dolens. No filter retrieval attempt has been documented. The patient also reports anxiety. Approximately five years post initial implant, a CT scan revealed an ivc stent at the level of the renal veins and an ivc filter embedded within the ivc stent. The ivc filter is missing some of its right-sided struts. All the ivc filter struts extend beyond the wall of the inferior vena cava, and the anterior struts abuts the posterior wall of the transverse duodenum. Other findings included minimal subsegmental dependent atelectasis at the lung bases, trace pericardial fluid, calcified coronary artery disease, diffuse pancreatic atrophy, left renal cyst measuring 2.1 cm. And diffuse osteopenia. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt, thrombosis and occlusive thrombosis within the filter and vasculature resulting in thromboembolectomy and venous stent insertion do not represent a device malfunction and may be related to underlying clotting disorders specific to the patient. Anxiety and phlegmasia alba dolens do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff underwent placement of defendants' trapease vena cava filter on or about(B)(6)2014 . The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, deep vein thrombosis (dvt) secondary to complete thrombosis of the inferior vena cava (ivc) filter, resulting in hospitalization, thromboembolectomy, angioplasty and stenting of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates the patient continues to experience anxiety related to the device. According to the information received in the phase two discovery form, the patient attributes the medical condition of dvt for the reason of why the ivc filter was implanted. The patient reports a caval iliofemoral distal deep venous thrombosis with right lower extremity phlegmasia ab dolens, angioplasty and stenting of the filter, as well as thrombosis of the filter. According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately one year and four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, perforation of filter strut(s) into organs, migration of fractured strut(s), tilt, embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved, and phlegmasia alba dolens. No filter retrieval attempt has been documented. The patient also reports dvt secondary to complete thrombosis of the ivc filter resulting in hospitalization, thromboembolectomy, angioplasty, and stenting of the ivc. The filter has fractured and is missing some of its right sided struts. The anterior struts contact the posterior wall of the transverse duodenum. Approximately five years and four months post initial implant, the patient underwent an abdominal computerized tomography (CT) scan for ivc filter protocol with a history of inferior vena cava injury. The study revealed an ivc stent at the level of the renal veins and an ivc filter embedded within the ivc stent. The ivc filter is missing some of its right-sided struts. All the ivc filter struts extend beyond the wall of the inferior vena cava, and the anterior struts abuts the posterior wall of the transverse duodenum. Other findings included minimal subsegmental dependent atelectasis at the lung bases, trace pericardial fluid, calcified coronary artery disease, diffuse pancreatic atrophy, left renal cyst measuring 2.1 cm. And diffuse osteopenia.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, deep vein thrombosis (dvt) secondary to complete thrombosis of the inferior vena cava (ivc) filter, resulting in hospitalization, thromboembolectomy, angioplasty and stenting of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form, the patient continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Dvt does not represent a device malfunction and maybe related to initial disease process that was an indication for filter placement. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, deep vein thrombosis (dvt) secondary to complete thrombosis of the inferior vena cava (ivc) filter, resulting in hospitalization, thromboembolectomy, angioplasty and stenting of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided.   Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, deep vein thrombosis (dvt) secondary to complete thrombosis of the inferior vena cava (ivc) filter, resulting in hospitalization, thromboembolectomy, angioplasty and stenting of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.